Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; no defect was detected. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer feels well and did not report any symptoms. Customer stated she was concerned with the results and called her doctor on 10/02/2020 and a1c test was ordered. Customer was also concerned about possible effects from recent endoscopy test on her results. This lot number is first vial customer used; customer is currently using a different lot number: mx4273s (reference (B)(4)). Customer was concerned with results from both vials and had contacted the doctor due to the results from both. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom; open vial date is 10 days ago. The customer did not have another vial of test strips that had been stored and handled correctly. Customer did not provide any results of concern obtained using lot number mx4208s.